Event description:
This is a spontaneous case report received from a physician in (B)(6) on 28-apr-2016 which refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted in (B)(6)-2015 (lot number c51066). The patient had two childbirths in history (dates unknown). Before essure sterilization she has used contraceptive pills. Insertion was normal and after insertion the patient had irregular bleedings but not pain or other symptoms. After sterilization she has used a condom until follow-up visit which was in (B)(6) 2015. During follow-up visit (ultrasound examination) both implants were clearly visible and there was no signs that implants would be in wrong place. The patient was not pregnant. On (B)(6)-2016 the patient informed that one micro-implant came out together with a tampon (essure expulsion). The patient was in appointment at hospital on (B)(6)-2016 where the situation was verified and laparoscopic sterilization was performed as a day surgery. The patient had not the implant with her but she had taken a picture from it and the physician would ask her to send it to company for examination. Follow up information received on 03-may-2016 from the patient and case was upgraded to incident: essure sterilization was performed on (B)(6)-2015. Follow-up examination was performed on (B)(6)-2015 and everything was fine. Her menstruation has been normal. But on (B)(6)-2016 spotting started and after a couple of days started heavier bleeding with clots. She has had clots during menstruation earlier too. On saturday (B)(6)-2016 she used a tampon because the bleeding was heavy. Before she went to sauna, she took the tampon away. The tampon was soaking wet and spiral was stuck in the tampon. She called her doctor on monday. On (B)(6)-2016 a new sterilization (salpingectomy) was performed. Also uterine abrasion was performed at the same time. The patient is asking for compensation for travel expenses and pain. Company causality comment this medically confirmed, spontaneous case report refers to a female patient who had irregular bleedings/heavier bleeding with clots (regarded as genital bleeding) ten months after essure (fallopian tube occlusion insert) insertion. When she removed her vaginal tampon, one micro-implant came out together with the tampon (essure expulsion). As event's treatment she underwent an uterine abrasion. A laparoscopic sterilization was also performed. These events are listed in essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus/cervix or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). If device is expelled to uterus, genital bleeding may occur. In this particular case, the patient had a follow-up ultrasound 2 months after essure insertion and both inserts were seen in correct location. Eight months later, one of the inserts was expelled. Although the exact mechanism of this event was unknown, given its nature, causality with the suspect insert cannot be excluded. This case was upgraded to incident; since a surgical intervention (uterine abrasion) was required as bleeding's treatment. A product technical analysis is being sought.

Manufacturer narrative:
Quality safety evaluation received on 31-may-2016: ptc global number (B)(4). Lot number c51066, production date 16-apr-2014, expiration date 30-apr-2017. Since product was returned to us for investigation, we were able to conduct an investigation of the actual device involved in this complaint. Only implant as available for investigation damages no was found in implant. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 02-jun-2016 for the following meddra preferred term: genital haemorrhage. The analysis in the global safety database revealed 395 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had irregular bleedings/heavier bleeding with clots (regarded as genital bleeding) ten months after essure (fallopian tube occlusion insert) insertion. When she removed her vaginal tampon, one micro-implant came out together with the tampon (essure expulsion). As event's treatment she underwent an uterine abrasion. A laparoscopic sterilization was also performed. These events are listed in essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus/cervix or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). If device is expelled to uterus, genital bleeding may occur. In this particular case, the patient had a follow-up ultrasound 2 months after essure insertion and both inserts were seen in correct location. Eight months later, one of the inserts was expelled. Although the exact mechanism of this event was unknown, given its nature, causality with the suspect insert cannot be excluded. This case was upgraded to incident; since a surgical intervention (uterine abrasion) was required as bleeding's treatment. The product technical analysis investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.